Manufacturer narrative:
(B)(4) the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right interphalangeal joint fusion on the right hand approximately 2 years ago. Subsequently, the patient was revised due pain and suspected infection. Further, a surgical resection was performed approximately 19 months post implantation due to continued pain with stiffness and skin discoloration. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4; a6; b4; b5; b6; b7; d2; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.